Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set . There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to cycle power to the hc machine. The tsr advised the hp to use manual bag or start over using new supplies. No patient injury or medical intervention was indicated at the time of the initial report. During follow up, the home patient stated he did not develop any adverse reactions or require any medical intervention. The home patient also stated he is currently performing therapy without any complications. The home patient stated this was an isolated event.